Event description:
It was reported that the t:slim x2 pump battery would not charge even after attempting different troubleshooting steps such as using different adapters and cables. There was no adverse impact to the customer¿s blood glucose level. Technical support decided to replace the pump to prevent any future issues, and the customer understood this resolution. The customer was instructed to return the problematic pump using a provided return box and pre-paid label. A follow-up revealed that the pump charged to 100% when connected to a power bank, but the replacement was still deemed necessary.